Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported the outer sheath ruptured. A 2.1 mm jetstream xc atherectomy catheter was selected for a procedure to treat stenosis in a lower extremity artery. During the procedure, the outer material of the catheter was damaged during intraoperative cutting. The middle section of the device ruptured. The procedure was completed with a new device of the same model. There were no patient complications as a result of this event.